Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative reported that a field generator was replaced and a system checkout was performed after replacing part. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect field generator has been received by manufacturer for evaluation. Reported communication issue was confirmed as there was communication error when field generator was connected to axiem box. Eminterface shows that there is a fault at coil 6. After two hours of burn-in field generator failed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the site had issues with axiem and emitter communication. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient date of birth and weight provided.